Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient weight for the reported event. A ge healthcare service representative performed a checkout of the device and confirmed the reported complaint. The switching board and power supply were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during transport , the screen went black and stopped mechanical ventilation. There was no reported patient injury.